Manufacturer narrative:
The reported events of low pacing impedance and failure to sense were confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged blood and tissue. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductor paths due to damaged inner insulation at the proximal region consistent with procedural damage. The cause of the reported events was due to damaged inner insulation consistent with procedural damage.

Event description:
During attempted implant, loss of sensing and low pacing impedance were observed on the right ventricular (rv) lead. A different rv lead was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.